Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the phacoemulsification tip broken at aspiration bypass system (abs) port flow during a cataract surgery. There was no patient harm.

Manufacturer narrative:
One opened broken phaco tip in a tray was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken across the aspiration bypass (ab) hole with a jagged edge. The phaco had even wall thickness. There was wear on the threads, back of the flange and on the nut corners that was consistent with use. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a phaco tip with a broken/cracked tip in a blister pak, the reported product complaint is confirmed. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. The exact root cause for the phaco tip broken at the aspiration bypass system (abs) hole is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).